Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. Reportedly, the original cartridge was reloaded to address the event. There was no reported adverse impact to the customer's blood glucose level.